Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(4) and the patient¿s expiration cannot be conclusively determined. It was reported that the patient was placed in hospice care on (B)(6) 2019 due to the deterioration of their condition. The patient later expired on that date from metastatic non-small cell lung cancer. The patient¿s expiration was not considered to be device related and no device related issues were reported. (B)(4) will not be returned for evaluation as the patient¿s family declined an autopsy. The heartmate 3 lvas lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient¿s expiration was due to metastatic malignancy. The patient¿s death was reportedly not considered to be device related and there were no reported device operation issues. The family declined autopsy. It was reported that on (B)(6) 2019 the patient was admitted for dizziness/syncope and was discharged on (B)(6) 2019 to home with family member and home health care. No cardiac source was found for patient episode of hypoxia. On (B)(6) 2019 had oncology outpatient visit. The patient had metastatic non-small cell lung cancer, squamous histology with low-volume metastatic disease in the bone. The patient completed palliative radiation to the bone and treatment continued with nivolumab. The disease was reportedly stable and plan was to proceed with treatment indefinitely. The patient¿s spouse reported that the patient had been enrolled in hospice. The patient was reportedly declining quickly due to not eating. The patient would not take any fluids that morning. On (B)(6) 2019 the patient was brought home from inpatient hospice and was to continue with as needed home hospice nursing. Vad pump/alarms were provided to hospice and education provided to spouse. It was reported that on (B)(6) 2019 the patient was not responding. The patient had been made conform measure only (cmo) and passed away at home on (B)(6) 2019.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 (short term, cap, or long term) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient expired on (B)(6) 2019. No further information was provided.